Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a motor error alarm. It was found that a motor error alarm had occurred once during the last thirty days. Troubleshooting was performed and the insulin pump passed the self test but failed the displacement test. Nothing further was reported.